Event description:
In the three different types of sterilization (ethylene oxide gas, steam, and hydrogen peroxide) there are multiple color changes to indicate that the items were processed. For each method and each vendor, there is no standardization of color coding for the arrow, tape, paper and in-check sterilization packaging indicators. Instead, there is dependence on memorization increasing the chance for error in identifying that sterilization has occurred.